Event description:
The iab was inserted into the pt on 10/7/96 at 12:00 p.m. And removed on 10/10/96 at 6:00 p.m. The iab did not malfunction. As a result of the event, the pt had thrombocytopenia and the contact stated that the pt went on to expire as a direct result of iab therapy. (Event complications: thrombocytopenia/expired-reported 7/7/97). (Pt's current status: expired-rpt'd 7/7/97).